Event description:
A patient underwent direct-to-implant post mastectomy breast reconstruction on (B)(6) 2025 with breast implants and ovitex prs. The patient experienced post-operative redness and irritation. On (B)(6) 2025 the surgeon performed a reoperation during which a portion of the ovitex prs device was removed.

Manufacturer narrative:
A batch record review showed no nonconformance's or anomalies that may have caused or contributed to this event. The device met all specifications and was sterilized according to validated processes. The root cause could not be established. Additional intervention including surgery is noted in the instructions for use as a possible complication associated with the use of a soft tissue reinforcement device or any soft tissue reinforcement surgical procedure.